Event description:
Saline was hung and IV leaked via nexiva catheter nearest first hub. The catheter was replaced.======================manufacturer response for closed IV catheter system, bd nexiva (per site reporter).======================manufacturer provided rga# and shipping container for product return evaluation.